Event description:
The MFR received info alleging a ventilator's display was defective. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The ventilator's inverter board was replaced to address this issue.